Event description:
It was reported that the bd intima-ii¿ closed IV catheter system stylet was found damaged during the venipuncture. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to the hospital on foot at 11:28 on (B)(6), 2023 due to lower abdominal pain and low back pain for more than 15 days. When the venipuncture was performed at 11:55, the closed indwelling needle was damaged and the steel needle was twisted. Replace it again, and the problem is eliminated."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.